Event description:
The patient received two leads having the same lot number. It was reported the patient is not receiving adequate pain relief with stimulation is on. As a result, the patient and physician opted to explant the entire system and pursue alternative pain management options.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint was confirmed. It was due to electrode #1 wire broken in one of the octrode stimulation end. The second octrode passed continuity testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.